Manufacturer narrative:
Concomitant medical products: product ID dtma1d4; serial# (B)(4); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrogram (egms) resulting in premature termination of mode switch. The lead remains in use. No patient complications have been reported as a result of this event.